Event description:
The customer reported that at 12:43 pm on (B)(6) 2012, her blood glucose measured 487 mg/dl and she was having a meal estimated to contain 66 grams of carbohydrate, so she corrected with a 23.2 unit insulin bolus. At 5:22 pm, her bg was 374 mg/dl and at midnight, it had lowered to 114 mg/dl. She did take manual insulin injections (times and dosages not reported). She stated the cannula had come out of the infusion site.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or product defect that would prevent the cannula from inserting or interrupt insulin deliver and contribute to hyperglycemia was found. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to high blood glucose. It cannot be confirmed through laboratory evaluation. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)". Qualification records were reviewed and the product lot met all acceptance criteria.